Event description:
(B)(6) pacemaker system was explanted and replaced for a leadless pacemaker. Diagnosis on states there was a malfunction of electrode lead of cardiac pacemaker. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).